Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-63, lot# w2159980, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot# n342222, implanted: (B)(6) 2012, product type screening device; product ID 355028, lot# n343778, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that on the last friday in (B)(6), the patient was working out in the yard and came in with complaints of severe right thoracic rib, right scapular, and right shoulder pains. The patient had a trigger point injection done with no relief. The patient then saw a pain physician where an rfa was performed with some relief. The patient saw another physician where x-rays were taken. The physician reported that the lead component of the patient¿s implantable neurostimulator (ins) had migrated and felt that this was the source of the patient¿s new pain issues. It was recommended that the lead be removed but the patient stated that if the lead was to be removed they would like the entire ins system removed. Follow up information reported that the patient was healing ¿fine¿ and that the pain in the thoracic area and shoulder areas had resolved post explantation. There were no further complaints or needs expressed by the patient. If additional information is received, a follow-up report will be sent.